Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-op, the driver broke. The product came in contact with the patient. No additional information was received.

Manufacturer narrative:
Product analysis: the hex at the tip of the instrument is stripped. The hardness of the shaft was checked an appears to be within print spec. The damage appears to be the result of torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.